Event description:
The user facility reported that a blood leak occurred during second use of a dialyzer. The unit had been re-processed, used for one dialysis treatment, and then, re-processed once without any leakage. The user facility reported that the blood in the circuit was returned to the patient prior to change-out. Additional specific info was not available.